Event description:
During a review of the programming history database, it was found the patient's generator experienced a pulse disabled event due to a burst watchdog timeout on (B)(6) 2011. The generator was interrogated on (B)(6) 2011 and the device was found to be pulse disabled due to the burst watchdog timeout. At the same visit, the patient was reprogrammed and the pulse was enabled.

Event description:
Product analysis for the returned generator was completed. The burst watchdog timeout was verified and found to be associated with the output being disabled by the generator. The root cause of the inadvertent reset event is related to an inappropriate burst watchdog timeout in the handling of the interrupt service routine, which checks and reacts to a burst that has exceeded its expected timing. The single instruction compiles two separated assembly language instructions, allowing a coincidently-timed interrupt to potentially corrupt the value. This can lead to an errant declaration of a burst watchdog timeout. The low output observed was confirmed and related to the pulse disabled condition due to the burst watchdog timeout. At the time of receipt, the generator was functioning properly and the allegation of "energy output to patient tissue incorrect" was unable to be replicated in the lab. The device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. Additionally, a comprehensive automated electrical evaluation showed the generator performed according to functional specifications., with exception to the low battery voltage, and the "serial verification" test. The "serial verification" error is due to a product software change to the flash memory and is not considered a device malfunction. A battery life calculation resulted in 0.1 years remaining before the near end of service (neos) flag would be set. An incomplete programming/diagnostic history indicates the estimation does not use all the data required to make an accurate estimation. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the generator.

Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report.

Event description:
Two previous burst watchdog timeout events on the same generator occurred on (B)(6) 2008 and (B)(6) 2016, and are housed in MFR. Report# 1644487-2012-02867 and MFR. Report # 1644487-2016-00658, respectively. An additional burst watchdog timeout event occurred on (B)(6) 2012 and is housed in MFR. Report# 1644487-2016-00660.